Manufacturer narrative:
Pt info: unknown/ not provided. Date of event: unknown, not provided. Model number: unknown, information not provided. Lot number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. A complete UDI # is unknown as product lot number was not provided. A partial number has been provided (B)(6). Device manufacture date: unknown. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that fiber/dirt in the pi(cone) of intralase and was used on patient. Doctor is unsure if the issue was noticed prior to contact or if the issue was confirmed after treatment. Doctor proceeded with it. Patient is doing fine. Pi was discarded. No further information available.